Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the peritonitis was not reported. The day after event onset, the patient was hospitalized for the event. Treatment for the event was not reported. The patient was discharged 10 days after hospital admission and was recovered that same day. Pd therapy was ongoing. No additional information is available.